Manufacturer narrative:
Based on the claim against the product by the customer noting patient side cart (psc) running on battery, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the psc battery and the system power manager (spm) to resolve the reported issue. The isi fse installed the ultralife battery and insured that system was charging from 30 to 68% before verifying system. The system was tested and verified as ready for use. Isi did receive both da vinci products involved with this complaint to perform failure analysis. The psc battery was analyzed and found to have errors 817 and 816 in the logs. During testing, the battery was not holding charged after unplugged from ac power. The spm was analyzed and found to have no failures. The unit passed all tests. The complaint regarding the patient cart running on battery issue was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted urology prostatectomy surgical procedure, the system had a message stating the patient side cart (psc) running on battery message. The customer stated all three battery leds were solid green. The customer had moved the power cord to the known good outlet that had another piece of equipment plugged into and was working. The intuitive surgical, inc. (Isi) technical service engineer (tse) had the customer check the psc breaker switch and it was in the on position. The isi tse viewed system logs and saw a 418 error, psc redundant power supply was operating below minimum operating load, and an 817 error, psc loss of ac power, switched to the battery. The isi tse informed the customer that the battery backup was intended for the removal of the instruments and not intended for continuing the procedure. The customer stated it had been longer than 5 minutes already, and the surgeon was close to completing the case. The customer stated they were going to try and finish the case and would power cycle the system after the case. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed with the psc. The system functionality was checked upon system powering on; the system powered on without errors. The tse was contacted for troubleshooting. The customer completed troubleshooting between the cases. The customer changed the plug that was working. The procedure was completed robotically with the original configuration.